Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a restoration mod rev hip body/bolt (B)(4) and a mod con dist stem 15 x 155 mm (B)(4) was reported. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
It was reported that the patient fell in the nursing home and fractured her greater trochanter. Exchanged the liner and ball and put in an mdm liner.

Event description:
It was reported that the patient fell in the nursing home and fractured her greater trochanter. Exchanged the liner and ball and put in an mdm liner.